Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of tvt mesh, cystoscopy and repair of paravaginal tissues on (B)(6) 2012 (B)(6) due to chronic pelvic pain. (Per operative report). It was reported that patient underwent autologous fascial harvest and pubovaginal sling on (B)(6) 2014 (B)(6) due to recurrent sui. (Per operative report). (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. It was reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including attempts to remove the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.